Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and advised to call back if any malfunction code recurs. The caller acknowledged and understood the instructions provided.